Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage and pump disconnected events occurred. The system controller log file showed a pump stoppage while connected to battery power associated with a pump disconnect. A potential issue was suspected with the percutaneous lead (driveline). No further information was provided.

Manufacturer narrative:
The reported pump stoppage was confirmed through the evaluation of the submitted system controller log file. The event lasted for approximately less than a minute, and the pump resumed operation at the fixed speed without issue upon reconnection.

Event description:
It was reported that the pump was accidentally disconnected by a nurse at the hospital, resulting the reported pump stoppage. No additional alarms were captured after the event. The patient remains ongoing on vad support and no further related issues have been reported.